Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an unknown ureteral stent was implanted in the ureter/kidney during an "emergency procedure" performed on (B)(6) 2009. Reportedly, the patient had multiple renal issues and had only one functioning kidney. The patient also had a right pyeloplasty due to narrowing of the pelviureteric junction. However, post-operatively, a leak of urine from the anastomosis was noted, and thus, a ureteral stent was placed. There were no reported adverse events or difficulties during the stent placement. The model, upn, and lot number are unknown, and it is not known if the device was a bsc device. According to the complainant, on (B)(6) 2009, approximately 2 months after the stent was implanted, the ureteral stent was removed. A tiny linear calcification was seen on ultrasound and the physicians were concerned that it may be the string from the previously implanted stent. On (B)(6) 2015, a ureteroscopy was performed. The tiny calcification seen was removed and appeared to be a "suture" 10cm in length. The "suture" resembles that of a percuflex plus ureteral stent, but there isn't a record of the type of stent, or manufacturer, of the stent that was placed. In (B)(6) 2015 (exact date unknown), the patient returned to the hospital for investigation due to hematuria and recurrent infections, which according to the complainant, could be a result of the non-functioning kidney and may not be related to the unidentified "suture." Currently, the patient's condition is stable and all symptoms of hematuria are gone.